Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during firmware upgrade in clinic. The device was restored to normal function and firmware upgrade was performed successfully.